Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r oversensing was observed on the device which lead to inappropriate mode switching. Programming changes were recommended. No further information.